Manufacturer narrative:
(B)(4). (The issue was further described as the ¿connection being too tough¿. The event took place during infusion after the sets were primed, before connection was made.) The device was returned for evaluation. Visual inspection did not reveal any defects in the set. A luer taper test was performed on the sample resulting in no discrepancy found. The sample was connected to an extension set and pressure tested with no leaks noted. The device was pull tested with no issues noted. A functional test was performed with no defects found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set ¿did not tighten correctly.¿ this occurred during an unspecified process step in the endoscopy department. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.